Event description:
During an aaos meeting, a poster indicated 7 out of 10 pf-lcp plates failed. This event is for loss of fixation.

Manufacturer narrative:
Part number and lot number, information was not provided during initial report. Additional information has been requested. Manufacturer cannot be determined without a part number. Manufacturer date and 510k/PMA cannot be determined without a part number and lot number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. This is five of seven reports for plate breakage or loss of fixation as reported on the poster.